Event description:
It was stated that the customer passed away after experiencing diabetic ketoacidosis. It was stated that the customer was wearing the insulin pump at the time of death. The insulin pump will be returning for analysis.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.